Event description:
It was reported that a pericardial effusion was noticed after the ablation was completed. The caller reported that the patient had a drop in blood pressure mid-procedure. The caller reported that the anesthesiologist gave the patient drugs during the procedure to even out the patient's blood pressure. The caller reported that the blood pressure was unable to be held with the drugs by the end of the procedure. The caller reported that the pericardial effusion was confirmed with ice during a post-procedure check. The caller reported that the medical intervention was a pericardiocentesis and that 500 ml of fluid was removed. The patient was reported to be in stable condition. The caller reported that there were no abnormal drops or rises in impedance or force readings during the procedure. The caller reported that the physician believed that the pericardial effusion occurred while going transeptal. Additional information received. Physicians believes it was during the transeptal portion of the procedure which did not include (B)(6) products. The sheath was a st. Jude medical sl1 8.5f fixed long sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).